Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a constant tone and display screen was blank. Customer was not able to clear the constant tone and display screen was still blank after troubleshooting. Customer's blood glucose was 134 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, constant tone or blank display noted. The insulin pump had cracked case at the display window corner, cracked lcd window and cracked belt clip slot at battery tube threads area.